Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a popliteal artery. The 7.0x100mm absolute pro vascular self expanding stent system (ses) was advanced to the target lesion however the thumbwheel had a lot of resistance and was difficult to slide. A bit of force was used and the absolute pro stent was deployed. During the same procedure the patient experienced claudication in the leg it was noted that a previously implanted 6.0x150 supera peripheral stent was heavily restenosed in the distal end of the lesion. A little bite of clot was treated with a non-abbott 6x50 stent. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported physical resistance / sticking was able to be confirmed. The reported difficult or delayed activation was unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement inadvertent mishandling resulted in the noted kinked stent sheath resulting in preventing the shaft lumens from moving freely; thus resulting in the reported/noted thumbwheel physical resistance and the reported difficult or delayed activation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.